Event description:
Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d4, d6b, g2, h4, h6.

Event description:
Patient has reported implant rupture diagnosed by mammography, ultrasound and CT and also reactive lymph nodes covered with silicone". Device has been explanted and replaced with a non-allergan device. This relates to the left side.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ silicone migration: unable to observe as it is not related to the device. ¿ lymphadenopathy: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side implant rupture and reactive lymph nodes covered with silicone. Device remains implanted.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy and silicone migration are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, rupture, silicone migration.